Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier had a broken wire at the tip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Isi followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.